Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The atrial lead exhibited high impedance. The device was reprogrammed and the lead remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
(B)(6).